Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this patient was experiencing discomfort around the area of the device, and seemed to feel stimulation. Thorough in-clinic patient testing was done to rule out lead integrity issue. In monopolar settings there were no changes to impedance or thresholds while raising arms or pocket manipulation. In bipolar setting, during arm movements, this pacemaker device exhibited loss of capture, and pacing impedance dropped from 700 ohms to less than 200 ohms. The physician is concerned about possible insulation issues and lead integrity. The device remains implanted. No additional adverse patient effects were reported. A technical service consultant reviewed the available x-ray images, and device data, advising possible insulation defects. A replacement of the lead was recommended. The device and lead remain implanted at this time.